Event description:
Pt was in the ep lab for wide area circumferential ablation for symptomatic paroxysmal atrial fibrillation. Sheaths were placed in the bilateral femoral veins. Catheters were placed under fluoroscopy. Sheaths and catheters in the right femoral vein: 7fr locking sheath, 8fr sheath, 6f sheath. While getting ready to perform the second transseptal puncture, advanced a guide wire into the svc, then proceeded to remove the 8 french sheath and encountered difficulty. Were able to remove the 8 french sheath but discovered that it was fractured, quickly realized that part of the 8 french sheath was still in the femoral vein. Heparin was stopped, protamine was given, interventional radiology came to assist and was able to retrieve the distal portion of the 8 french sheath. All catheters were withdrawn, all sheaths were pulled, pt was transported to a monitored bed in stable condition. Rt femoral vein: 7fr locking sheath: a decapolar catheter was positioned into the coronary sinus. A 8fr sheath: exchanged for a sl1 sheath for the first transseptal puncture. A 6fr sheath: his catheter was placed in the his position.